Event description:
Caller reported experiencing cartridge alarm 31. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. The caller showed interest in obtaining an out-of-warranty loaner pump.